Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5867-3m lead cap implanted: (B)(6) 2014; 5076 lead implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the pacemaker pocket was revised due to too much bulk in the pocket. A lead end cap was removed and the device was repositioned. The device is still in use. No patient complications have been reported as a result of this event.